Event description:
Information was received indicating that a smiths medical pump was under infusing during testing. There was no patient present at the time of the event. There were no reported adverse events.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis in good condition. There was no evidence of the reported fault upon review of the device history log. Accuracy testing was performed finding that the pump's average delivery error to be within the published specification of +/-6%. Based on the evidence, the complaint was not confirmed, and the root cause is unknown.